Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump reservoir compartment and a high blood glucose event. The customer¿s blood glucose was 486 mg/dl at the time of incident. Customer reported damage to the insulin pump reservoir compartment and would not lock the reservoir into place and the blood glucose was high. Customer also reported high blood glucose of 486 mg/dl and no form of treatment was reported and declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.